Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - the cause of the worsening of renal insufficiency is unknown. The patient had a medical history of renal insufficiency.

Event description:
On (B)(6) 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After the deployment of the contralateral leg component, touch-up ballooning was performed on the distal end of the contralateral leg component using a non-gore manufactured balloon, which resulted in the rupture of the left common iliac artery. Two iliac extender components were implanted from the left common iliac artery to the external iliac artery to repair the rupture. The final angiogram showed no endoleak. The patient tolerated the procedure.